Event description:
Chirion technolas 217 prk enhancement surgery on left eye to correct monovision, resulted in permanent pain and discomfort that has been diagnosed by neuro-opthalmologist as damage to my 4th cranial nerve, trochlear nerve. I am currently being prescribed 2700 mg. Of gabapentin and have been told that I should resolve myself with the fact that I will probably have to remain on medication for the rest of my life to try to control the pain. In addition to the pain, the most prominent consequence is double vision. I've also experienced a loss of depth perception immediately after surgery, in which I still have problems with. Other consequences that I believe can be attributed to the surgery are increased difficulties concentrating and rapidly suffering from problematic memory loss. The added pressures of making up time lost at work and the many additional expenses to travel to drs., co-pays for appointments and medication have led to battling depression issues. Dates of use: (B) (6) 2009. Diagnosis or reason for use: prk enhancement to correct surgically induced monovision.